Event description:
Customer reported a blood glucose level of 496 mg/dl. Customer stated that the belt clip is broken and it will not lock. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.